Manufacturer narrative:
An event of "four events of pericarditis were observed" was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Additionally, the device history record (DHR) was unable to be reviewed as the lot number was unavailable. Based on the information received, the cause of the reported pericarditis could not be conclusively determined. Per the IFU, pericarditis is an inherent risk of cardiac ablation procedures.

Event description:
The following was published in wiley, titled, "half-normal saline versus normal saline for irrigation of open-irrigated radiofrequency catheters in atrial fibrillation ablation," by carola gianni md, et al. Published on 13 december 2020: four events of pericarditis were observed. ¿all other pericarditis occurred in patients in the ns arm: all resolved with oral anti-inflammatory drugs, with no further intervention required.¿